Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that shortly after tubing and bag changes for a three module infusion of tpn, lipids, and dextrose, the pump module with tpn ¿stopped infusing,¿ disconnected from the pc unit, fell to the floor without an alarm, and the tubing came apart. The tpn infusion rate was 25 ml/hr, was previously clamped at the patient, and the user also stated no occlusion alarms were observed. A new module and tubing were used to continue the tpn infusion, and no patient harm was reported. During biomed testing of the pump module and the event set, the set separated and leaked. The set was not available for investigation.